Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. It is suggested that the main factor of the fracture was occlusal overload. The excess occlusal forces on the component will not be dissipated correctly along the long axis of the implant, favoring the fracture of the component.

Event description:
(B)(4) ¿ the dentist reported that dental implant had to be removed due to the fracture of the component. Moreover, the patient presented bone type I and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. It is suggested that the main factor of the fracture was occlusal overload. The excess occlusal forces on the component will not be dissipated correctly along the long axis of the implant, favoring the fracture of the component.

Event description:
(B)(4). The dentist reported that dental implant had to be removed due to the fracture of the component. Moreover, the patient presented bone type I and bone graft was executed.